Manufacturer narrative:
Results: frayed power cord. Damaged timing link.

Event description:
It was reported by service report that the bed had no power; the siderail was stuck in the lowest position, and would not rise. No pt involvement or adverse consequences were reported.